Manufacturer narrative:
(B)(4). Per user facility, when the display was lost a question mark instantaneously appeared on the central control monitor (ccm). The field service representative (fsr) verified the reported complaint. He installed a new centrifugal drive motor. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) procedure, the local display was lost when the start-start button was pushed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was able to duplicate the reported complaint. The local display was lost due to a intermittent short circuit within the motor cable connector from a loose strand of the cable's braided shield. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2018 a perfusion screen is opened at 7:08:48 am. 07:18:22 the centrifugal pump is started and run. 07:43:04 the pump speed is reduced to 0 rpm stopping the pump. 07:43:12 the centrifugal pump is started and run. 07:29:32 the centrifugal pump is stopped. 08:00:07 the centrifugal pump is started and run. 09:17:55 pump speed is set to 1362 rpm. 09:23:48 the pump appears to reboot (display will go off for about 10 seconds). After this the pump reboots many times, most likely each time it is started. Each time the display will go off and a '?' Will appear on the pump icon on the central control monitor (ccm). It's possible a short in the motor exist causing 24v to be shorted to ground each time the pump is started.